Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
The patient codes were updated to include all the information that has been received from the patient's attorneys. Patient code was used for the unspecified cardiac event since there is no other code that best describes an unspecified cardiac event. This is one of three device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2014-03840, 03841 and 2937457-2014-00917.